Event description:
Caller reported active s system blood glucose results: 4:10 pm 185 mg/dl 4:12 pm 95 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri) over two months ago. The current reported voltage was 2.57 with charge times of 28.7 seconds. This device is included in the mid-life display of replacement indicators advisory. Technical services discussed replacement. No adverse patient effects were reported.